Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported material separation appears to be related to operational context. In this case, it is possible that the material separation is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a tibioperoneal trunk (tp), popliteal artery, and mid superficial femoral artery (sfa). After four treatments, the patient lifted their leg and flexed their hip, resulting in viperwire guide wire wire bias. The oad was powered off. The oad was being removed with great resistance, thus the physician decided to remove the oad and viperwire together. Ex-vivo it was determined the viperwire fractured and 80 centimeters remained in the sfa and migrated to the peroneal artery. The fractured component was able to be retrieved. There were no patient complications as a result of the event. The patient was in stable condition. The cause of the fracture was determined to be due to the patient movement.